Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter displayed inaccurate high results compared to his feelings / normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that alleged product issue took place on an unknown date and time prior to contacting lfs when he obtained a blood glucose result of 4.1mmol which he compared to symptoms of hypoglycaemia he was experiencing ¿hand was shaking and an increase in appetite.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient was unable/unwilling to say if he takes any medication to manage his diabetes. The patient denied receiving any treatment for the alleged symptoms reported. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The patient¿s test strips were stored correctly and not expired. The patient did not have control solution or test strips to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.